Event description:
On (B)(6) 2011, the pt reported the up button of the infusion device works intermittently. He stated the button has not worked for "a while." No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.